Event description:
It was reported that the patient presented for routine follow up. Upon interrogation, the pulse generator exhibited false elective replacement indicator. The message was cleared. The patient would continue to be followed.

Manufacturer narrative:
(B)(4).